Event description:
It was reported that the patient with this implantable neurostimulator was experiencing worsening of their sciatic pain. The was felt in their legs and back with inadequate stimulation also reported. Surgery was performed to explant the neurostimulator and tined lead. There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: neurostimulator . Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.